Event description:
Customer tested blood glucose at 7:45am and received a result of 252mg/dl. The customer took 5 units of insulin at breakfast. At 1:15pm spouse noticed something was wrong. Pt was non-coherent. Spouse tested pt's blood glucose and received a result of 149mg/dl. Pt was very sweaty. Spouse called paramedics and spouse gave pt 1/2 of a candy bar while waiting. Paramedics tested and received a result of 49mg/dl, and gave pt the other 1/2 of the candy bar. Level two control was out of range. A request was made for the return of the suspect device and replacement product was sent.